Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted in the patient's operative eye. It was later explanted due to the patient experiencing dysphotopsia/starbursts. Further information provided reports a suture was placed, there was no patient injury and the patient was reported as fine post op. The lens was replaced with a monofocal, model zcb00 21.0 diopter lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed. The product was cut in pieces, most probably to make explant possible. Unable to perform additional analysis due to the condition of returned sample. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received reported the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.